Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The physician was treating a 99% stenosed lesion located in the severely calcified, moderately tortuous lad (left anterior descending) artery with a 15x3.25mm quantum maverick balloon. The balloon ruptured on the first inflation. It is unknown how many atms the balloon was inflated to. The balloon was removed intact. The procedure was completed with another quantum maverick balloon. There were no reported patient complications. The patient status is listed as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).